Manufacturer narrative:
The event is being reported as a serious injury due to the delay of greater than thirty minutes to the procedure. Evaluation of the component confirmed the absence of a radius in the thru-hole diameter. Biomet specifications include the creation of a radius on the thru-hole diameter to eliminate edge. A decision was made to recall the product. (B) (4).

Event description:
It was reported that patient underwent a procedure utilizing a closed knot pusher on (B) (6) 2010. During the procedure, the knot pusher cut the suture when the surgeon was tying knot on the anchor that was implanted. An additional knot pusher was retrieved and another anchor and suture were placed, however, a delay of greater than thirty minutes occurred as a result.